Event description:
A biopsy of a tumor in the pt's brain was performed with the aid of brainlab cranial navigation system. The biopsy needle was aligned using the brainlab navigation system and the brainlab varioguide hardware to hold and guide the navigated biopsy needle. After the surgeon had tightened the positioning joints of the varioguide and inserted the biopsy needle ca. 25mm below skin surface into the brain, when securing the biopsy needle in its final position, the needle rotated by ca. 3 degrees from the intended and applied trajectory path. This was immediately recognized by the surgeon. No viable samples resulted from that biopsy attempt. A second navigated biopsy trajectory was applied using the same brainlab devices at this very same surgery, which was successful as intended. According to the hospital, there are no negative clinical effects for this pt due to this issue.

Manufacturer narrative:
According to the hospital, this surgery was completed successfully as intended. There are no negative clinical effects for this pt due to this issue. However, a risk to the pt's health could not be excluded for these specific circumstances. Brainlab investigation had shown, that for this specific varioguide hardware used at this surgery, a tightening force higher than usual needs to be applied by the user to securely lock the positioning joints, most likely due to wear of this specific hardware. This apparently contributed to the insufficient fixation of the biopsy needle at this surgery. There is currently no indication of a systematic issue of the brainlab device design or with its long-term use due to this isolated case. Brainlab is not aware of any other report that such a specific hardware behavior would have contributed to the user not recognizing an insufficient locking of positioning joints during tightening. Corresponding brainlab measures for this already anticipated risk are in place. Brainlab intends to further investigate this specific hardware regarding the cause (s) for this isolated behavior. The hospital has received replacement varioguide hardware, which is working as intended.